Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis, with a blood glucose reading of 458 mg/dl. Called the customer for more info. The customer stated that she changed the infusion set the day prior to being hospitalized, and her blood glucose levels elevated. The customer changed the infusion set on the day of the event, and again, her blood glucose levels elevated. During the hospitalization, the customer's insulin pump was removed for treatment. The customer was put back on the insulin pump for observation, and her blood glucose levels elevated again. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump passed the prime test, but failed the high pressure test. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.